Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The reported pre-use checks tests failures were reproduced during testing of the returned oxygen gas module in a reference ventilator. During ventilation testing, alarms for high pressure and high oxygen concentration were generated. The failures were caused by a faulty printed-circuit board (pcb) inside the gas module. This pcb contains circuitry for flow regulation. Once the pcb was replaced, performed pre-use checks tests passed without deviation, and no alarms were generated during ventilation testing. Ocular inspection of the faulty pcb showed clear signs of sand/dust on the upper part of the pcb around the pressure transducers, and unknown stains were observed on the top of the gas supply pressure transducer. This is considered as the root cause for the pcb¿s failure. The dust might have entered via the supplied gas into the ventilator. According to the user´s manual, supplied gases shall meet the requirements for medical grade gases according to applicable standards. Our conclusion is, that unclean gas has damaged several components on a pcb inside the oxygen gas module, which affected the gas flow regulation, and caused the reported problems.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage and pressure transducer sub-tests during the pre-use checks tests. There was no patient involvement reported. (B)(4).